Event description:
Information received indicated the battery led goes out shortly after the bed is unplugged.

Manufacturer narrative:
The hill-rom technician replaced the battery to resolve the issue.